Event description:
Per the surgeon, the patient experienced pain three months post placement and the fixture failed to osseointegrate. The patient was reimplanted (date not provided). Follow up information was requested but was not available at the time of this report may 13, 2009.